Event description:
It was reported that while placing the bravo ph monitor, the handle/plunger broke when deploying the capsule. The capsule was still attached to the delivery system when removed from the patient. The healthcare provider confirmed that there was no patient injury and that the patient is doing well.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional information is received from the hcp. The device is included in the bravo ph capsule and delivery system (5-pack) and (single-pack) field action - failure to detach, physician communication.